Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed tubing that had become disconnected from the blood sampling valve (bsv) caused the leak. The fse replaced the self cleaning probe tubing on the bsv, resolving the issue. The repairs were verified per established procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an unknown amount of uncontained diluent leaked from a coulter hmx hematology analyzer with autoloader onto the counter during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.